Event description:
The dealer is reporting that the brake lever is ceased going into the motor shaft. Both the motors were just sent out under warranty order (B)(4)

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. (B)(4).